Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, it appears that the pump may have infused at a rate that mmdg would consider reportable, however, not enough information was provided to determine the actual volume discrepancy. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump had a that was "taking too long to finish". They stated that the pump was supposed to finish "over an hour" but that the pump was still infusing almost three hours later. They stated that the programming was correct. Mmdg made multiple attempts to follow up and obtain additional information, including the programming of the pump, however, no additional information was ever provided. [Complaint-(B)(4)]